Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a significant amount of "connect power" alarms at home when the power was connected. The patient's equipment was cleaned, and the patient's battery clips and batteries were replaced. The patient had a reoccurrence of alarms on (B)(6) 2025 and attempted a system controller exchange at home however ended up reconnecting to the old system controller. The patient presented to the clinic on (B)(6) 2025 and the system controller was exchanged. Log files were submitted for review and captured the reconnection of the pump at 11:34 am on (B)(6) 2025. Following the initial connection alarm the pump resumed normal operation. The log files also contained multiple power cable disconnect alarms while the patient was utilizing battery power. These alarms appeared to be a result of relative state of charge (rsoc) invalid flags. These alarms are typically caused by a poor connection between the batteries and clips. The log files also captured loss of external power events while connected to the mobile power unit (mpu). The low voltage hazard events were the result of the mpu suddenly losing power. The controller switched appropriately to the backup battery. These events appeared to resolve once external power was restored. It was noted that the clinic found out the patient was cleaning the batteries and clips with chloraprep swabs which leave a film. Everything was cleaned by the clinic with rubbing alcohol and there were no more alarms.

Manufacturer narrative:
D4: product sn corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D4 - UDI - correction. H5 - labeled for single use? - correction. H8 - usage of device - correction. Manufacturer's investigation conclusion: the reported event of a loss of external power was confirmed via log file analysis. On (B)(6) 2025, a no external power alarm activated consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu). The no external power alarms resolved when power was restored to the mpu. The backup battery supported the controller as intended during the loss of external power. Provided information indicated that the mpu had a v-lock connector in-use, that the power cord did not come loose from the unit or the wall, and that there was no known environmental circumstances that would have caused the loss of external power. The root cause of the loss of external power was not able to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviation from manufacturing or qa specifications. The mpu was manufactured with a v-lock ac power cord. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.